Event description:
Haemonetics received a complaint on (B)(6) 2013 for an orthopat device with the description "in post op diaphragm rupture and fluid in the centrifuge area." No pt or operator injury reported.

Manufacturer narrative:
The device was not returned for evaluation. It cannot be determined whether there is any fluid ingress and damage to electrical components without evaluating the device. A follow up report will be filed upon return and evaluation results. (B)(4).